Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and tactile examination along the full shaft found a hypotube kink 399 mm distal to the distal end of the strain relief. No issues with midshaft, inner or outer polymer shaft extrusion. The crimped stent and balloon sections of the device were visually and microscopically examined and distal stent damage were noted; the 3 most distal stent strut rows were stretched distally. The balloon was tightly wrapped and was not subjected to positive pressure. The crimped stent outer diameter of the undamaged section of the stent was measured and the result was within the maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-sep-2017. It was reported that crossing difficulties were encountered.   The target lesion was located in a tight and highly tortuous posterior descending artery (pda). After pre-dilation, a 2.25 x 16 mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.